Manufacturer narrative:
As reported, the balloon of a 6f/7f mynx control vascular closure device (vcd) ruptured while inflating and pulling the device after it got caught on a calcified lesion. The user stopped using the device, and hemostasis was achieved with manual compression. There was no reported patient injury. The mynx vascular closure device (vcd) was stored and prepped according to the instructions for use (IFU). The balloon lost pressure while inside the patient and did not lose pressure after being pulled to the arteriotomy. There was a calcified lesion approximately 30 mm from the puncture site, and the device became caught despite caution. The procedure was interventional and performed using a retrograde approach. The deployer was performing the first use after three sales cases. An 11 cm non-cordis sheath introducer was used. Femoral artery suitability was verified on angiography, the vessel type was superficial femoral artery (sfa), the vessel diameter was verified to be greater than or equal to 5 mm, and there was no vessel tortuosity. There were no damages noted on the device or packaging prior to opening. The device was not returned for evaluation as it was discarded. A product history record (phr) review of lot j2517401 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported event of ¿balloon-balloon loss of pressure¿ could not be observed as the device was not returned for analysis. The exact cause of the issue experienced could not be determined. Based on the information available for review, access site vessel characteristics (the balloon ruptured after it got caught on a calcified lesion) most likely contributed to the balloon rupture reported when inflating and pulling back since calcification around the access site can cause damage to the balloon. According to the mynx control instructions for use (IFU), which is not intended as a mitigation, ¿the safety and effectiveness of the mynx control vcd have not been established in the following patient populations: patients with clinically significant peripheral vascular disease in the vicinity of the puncture.¿ also stated in the IFU during product preparation, ¿confirm via femoral arteriogram prior to using the mynx control vcd: common femoral artery single wall puncture. Evidence of adequate flow. No evidence of significant pvd in the vicinity of the puncture.¿ additionally, users are instructed to discard the device if the balloon does not maintain pressure. Neither the phr review, nor the information available for review suggests that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Event description:
As reported, the balloon of a 6/7f mynx control vascular closure device (vcd) ruptured while inflating and pulling the device after it got caught on a calcified lesion. The user stopped using the device was stopped, and hemostasis was achieved with manual compression. There was no reported patient injury. The mynx vascular closure device (vcd) was stored and prepped according to the instructions for use (IFU). The balloon lost pressure while inside the patient and did not lose pressure after being pulled to the arteriotomy. There was a calcified lesion approximately 30 mm from the puncture site, and the device became caught despite caution. The procedure was interventional and performed using a retrograde approach. The deployer was performing the first use after three sales cases. An 11 cm non-cordis sheath introducer was used. Femoral artery suitability was verified on angiography, the vessel type was superficial femoral artery (sfa), the vessel diameter was verified to be greater than or equal to 5 mm, and there was no vessel tortuosity. There were no damages noted on the device or packaging prior to opening. The device was discarded along with other devices after the procedure. Therefore, the device will not be returned for evaluation.